Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, a chpv was revised after 5 months. Surgeon felt it was not draining properly. Patient's condition after the event was stable.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed and passed the test, no occlusion was noted. The valve was leak, reflux and pressure tested; no issues noted. Review of the history device records confirmed the valve product code ns5045 with lot 598984, conformed to the specifications when released to stock. Based on the results of the investigation, the complaint could not be confirmed. The device functioned as intended. Trends will be monitored for similar complaints. At present, we consider this complaint to be closed.